Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2014 with the following findings: review of the black box data revealed multiple power on reset events recorded on (B)(4) 2014. On examination, there was moisture corrosion visible on the display screen inside the pump. A leak test was performed, revealing a leak resulting from a crack between the display lens and display lens seal. On investigation, the battery cap and compartment were intact without damage. The battery cap maintained electrical connection during the investigation. The pump was opened for investigation and revealed moisture corrosion present on the printed circuit board and the continuous glucose monitoring module. Unrelated to the original complaint, the display was noted to be dim and faded when illuminated.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue; behind display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.